Event description:
This 43 year old patient had bilateral breast augmentation in 1971. In recent years she had devloped itchiness of the breast along with axillary lymphadenopathy. The patient has had short term memory loss, chronic fatigue, headaches and many complaints of muscle and joint pain. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were ruptured with large tears in the shell and the patches were present imbedded int he capsule.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.